Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering "incorrect readings". Ventec reached out to the initial reporter for clarification about the "incorrect readings" however, no further clarification could be provided. Because "incorrect readings" could be referring to low peep (positive end expiratory pressure) or low vte (exhaled tidal volume), this issue is being reported out of precaution. There were no reports of patient involvement associated with the reported event.